Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). The maxi transfer sheet was requested for return to the manufacturing site in order to perform further evaluation. Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On (B)(6) 2018 arjohuntleigh has become aware of the event that occurred with the involvement of the maxi transfer sheet (mts) in (B)(6), USA. It was reported that during patient lifting the mts has ripped. Fortunately, the patient was only a few inches above the bed and did not sustain any injury.

Manufacturer narrative:
On 2018-jan-11 arjo has become aware of the event that occurred involving the maxi transfer sheet (mts) which occurred in va medical center, located in phoenix, az, USA. It was reported that during patient lifting the mts has ripped. Fortunately, the patient was only a few inches above the bed and did not sustain any injury. 12 maxi transfer sheet were returned for further evaluation. All of them have been subjected to visual inspection which revealed multiple signs of tears and holes in the fabric. Some of them were heavily damaged. The mts involved in the event was visually inspected and it was found a rip along the seam almost on the whole fabric length, holes and tears. Maxi transfer sheet is intended for use both as bed linen and as a sling/lifting device for patients who are highly or totally dependent in hospital care and nursing homes. The expected lifetime of the maxi transfer sheet is two years, based on use and laundry every sixth day, subject to preventive maintenance being carried out in accordance with the instructions in the instructions for use (IFU (B)(4)). According to the sections 'actions before first use' and 'care and preventive maintenance' in the IFU mentioned above, it should be checked all parts of the mts (for example: fraying, tears, holes, stitching failure or wear at the straps attachment point, parts damaged by bleach or other chemicals). If any part is missing or damaged, the user is not allowed to use the maxi transfer sheet. Additionally, the instruction for use gives attention to the fact that the maxi transfer sheet must be kept away from sharp objects, corrosives and other things that can cause damage to the product. The 'cleaning and disinfection instructions' section indicates the proper washing procedure and includes information that no detergent with optical brightener is allowed: "for all maxi transfer sheets use a common commercial detergent without optical brightener and/or bleach. No other chemicals are allowed (e.g. Chlorine, softener, alcohol, iodine based disinfectants, bromine and ozone)." The IFU also warns: "warning: to avoid malfunction resulting in injury, the laundry staff must be aware of and follow the cleaning and disinfection instructions as they will have a direct impact on the maxi transfer sheet's condition and safety." During the course of our extensive review, the tear and tensile strength tests were conducted on returned sheets and sheets manufactured for the testing purpose. According to the test results for the damaged fabric samples with noticeable stains and material defects, there was significant deterioration of mechanical properties comparing to brand new maxi transfer sheet. The results for both new mts and one other received from the customer, which was found with only several minor defects (snagging, tread pulls, one little hole) were comparable in the regards to the material specification. Based on above listed multiple testing, we have been able to confirm that there was no deviation within the material nor the manufacturing process of involved maxi transfer sheets. The results of material tearing test showed that degree of the material damage (as presented in the tested samples) is significantly impacting the material strength. After reviewing all the information available, it was determined that the overall bad condition of the returned samples and a degree of damages indicates that the sheet had been in poor condition before the event and yet used for the patient's transfer. The presented damage was assessed to be a result of conditions of abnormally stresses and exposure to external, sharp objects, that cannot occur during the intended use. The faded stains could have appeared due to using not approved cleaning chemicals with optical brightener therefore such circumstances clearly represent using the device beyond our instruction for use. The failure seems to be a result of very specific conditions of use. Review of reportable events registered during last 5 years shows that there have been found 8 complaints with a similar fault description (maxi transfer sheet ripped during use with patient). All of these complaints were reported by the same customer. No similar problem occurred in other facilities to date. To conclude, arjo maxi transfer sheet played a role in the event as it was used for a patient's care at the time the failure occurred. As a consequence, the resident fell from a small height. The visual inspection showed multiple material defetects and from that perspective the device was not in accordance to the manufacturer's specification. If caregivers follow guideline describing care and preventive maintenance given in the maxi transfer sheets instructions for use, the event would have been avoided. Based on degree of mts damage, the complaint decided to be reportable to competent authority.

Manufacturer narrative:
The sling was requested for return to the manufacturing site in order to perform further evaluation. The manufacturer received the sling. Additional information will be provided upon conclusions of the manufacturer's investigation.

Manufacturer narrative:
12 maxi transfer sheets were returned for evaluation. All of them were found with tears and holes in the fabric. Some of them were heavily damaged. The mts involved in the event was visually inspected and it was found a rip along the seam almost on the whole fabric length, holes and tears. A degree of damages indicates that the sheets had been in poor condition before the event and yet used for the patient's transfer. According to product instructions for use (IFU, 04.mt.00-gb_7): "if the maxi transfer sheet shows any damage/deviation or if there is any uncertainty of its condition - do not use the product!" Material durability tests are ongoing. Additional information will be provided upon conclusions of the manufacturer's investigation.